Event description:
It was reported to boston scientific corporation that an ultratome xl was intended to be used in the duodenal papilla in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation outside the patient, when the physician unpacked the device, it was noticed that the cutting wire was deformed and could not be bowed due to the broken tip of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 8, 2023: it was reported that the cutting wire was deformed during use, and the wire could not be bowed normally. Additionally, the cutting wire was not fractured.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the working length was twisted at the distal tip and the cutting wire was kinked, which were consistent with the findings whe the device was observed under magnification. Functional evaluation was not performed due to the device condition (twisted working length and kinked cutting wire). No other problems with the device were noted. The reported event wire break was not confirmed. Upon analysis, it was found that the working length was twisted, and the cutting wire was kinked. Based on the condition of the device, the problem found could have been generated due to handling and manipulation of the device during its use. Probably the working length twisted and the kinked wire at the distal section could have caused some friction during the handle actuation, this condition (friction between the wire and the cannula-working length) would affect the overall performance of the device making it difficult or unable to bow it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
(Initial reporter facility name): (B)(6). Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was intended to be used in the duodenal papilla in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation outside the patient, when the physician unpacked the device, it was noticed that the cutting wire was deformed and could not be bowed due to the broken tip of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.